Manufacturer narrative:
The affected batch number 21501631 was subsequently provided by the customer. All of the batch documentation and sub-assembly documentation was reviewed and no issues were noted. The batch was manufactured accordingly to the correct validated process and all units were 100% visually inspected and leak tested to rated pressure. The material and components used in this device were determined to be consistent with all materials used in the manufacture of all uhp products. All operators that worked on the batch in question were fully trained on their respective work steps. No unusual anomalies were noted in the fallout from the top assembly or sub-assembly batches.

Event description:
On the (B)(6) 2017 while performing an angioplasty on a cephalic vein stenosis, an 8 x 80 mm direct access balloon was inflated twice. The first time it was inflated to max pressure of 22 atm to treat a cephalic arch stenosis. The second time it was repositioned more proximally (peripherally) within a previously inserted 8 x 40 stent in the cephalic vein with in-stent restenosis. While inflating the balloon up to 22 atm it ruptured. When the physician pulled out the balloon, they observed a transected balloon. The physician cut down on the patient's fistula to reach in with a clamp to remove the distal part of the transected balloon.

Manufacturer narrative:
The manufacturer has requested batch information on the device for which the deficiency has been alleged. Detailed review of the batch manufacturing history will be performed on receipt of this information.

Event description:
On the (B)(6) 2017 while performing an angioplasty on a cephalic vein stenosis, an 8x80 mm direct access balloon was inflated twice. The first time it was inflated to max pressure of 22 atm to treat a cephalic arch stenosis. The second time it was repositioned more proximally (peripherally) within a previously inserted 8x40 stent in the cephalic vein with in-stent restenosis. While inflating the balloon up to 22 atm it ruptured. When the physician pulled out the balloon, they observed a transected balloon. The physician cut down on the patient's fistula to reach in with a clamp to remove the distal part of the transected balloon.